Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The fse replaced the gas delivery assembly (gds). The device was then functionally tested, passed testing, and was categorized as repaired. No other anomalies were reported. Upon further investigation, philips field service engineer (fse) confirmed that the low leak co2 rebreathing risk was identified during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a low leak co2 rebreathing risk occurred on a ventilator during clinical use. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported.